Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) in 2009. The lens was explanted on the same day, due to inadequate/zero vaulting. The lens was exchanged for a longer lens.